Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported during a laparoscopic gastric bypass, the metal wire split and frayed inside the instrument. The wire did not break inside the patient and the procedure was completed as planned. There was no patient harm or medical intervention required and no user harm. The sales representative stated, it was tightened and too much pressure must have been applied.

Manufacturer narrative:
(B)(4). One (1) 89-6110 device was returned for evaluation for the metal wire split inside the instrument. It was tightened and too much pressure must have been applied. The metal wires split and frayed. Event happened during patient use but no patient harm or medical intervention. Evaluation of the device by the quality engineer and product engineer confirmed the reported issue. Visual examination revealed that the cable broke and frayed between the 4th and 5th segment. These segments did not show signs of wear where the cable broke. All segments were accounted for and retained on the nitinol wire (wire that holds the segments). It is unknown exactly how the cable broke but this break is indicative of some type of excessive force/ stress applied to the device. The most probable cause is that force (overstress) had been applied in the opposite direction of the bend causing the cable to wear prematurely and break. The break is consistent with mechanical overstress. In addition, it was observed that the device long tube/shaft was extremely bent. The end user had to of applied a tremendous amount of force in order to bend the long metal tube/ shaft of the device. Note the device was not returned with its protective sterilization sleeve and it is unknown as to the usage of this device. This failure of the cable has been previously identified and the most current design through design project is to limit the tension of the diamond-flex retractor cable by limiting actuation of the jack screw. Limiting tension is to prevent over-stressing the cable which could result in failure. This design change was implemented to reduce the amount of complaints coming from overstressing the cable. Overstressing the device can still occur when enough force and stress has been applied to the device in the segmented area which can cause cables to break. A review of the device history record did not reveal any non-conformances. The device passed all acceptance criteria for release. It has been recommended to review the products instructions for use, IFU 26-2904 rev c, particularly the caution, inspection / maintenance, insertion and removal sections. Bd will continue to trend and monitor this reported issue and for this product family.